Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors filled up with blood after being inserted. Customer was advised that he may have been hitting a capillary. Blood glucose level at the time of the incident was 250 mg/dl. The customer reported that he recently had trouble connecting a set and his blood glucose level went to 598 mg/dl. The customer was advised that the sensors would be replaced but will not return the products for analysis.